Manufacturer narrative:
30-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Not led to choking or anything no...has not caused anything to happen [no adverse event]. Toothbrush head will not stay on the toothbrush...comes off - oral-b [device breakage] . Case narrative: male consumer via phone stated that the oral-b crossaction toothbrush head would not stay on the oral-b pro 3 toothbrush. It came off midway through using. This did not lead to him choking and did not cause anything to happen to him. No injury was reported. 24-mar-2025 case update: the suspect product lot was 3da24811250. No injury was reported. 03-apr-2025 case update from information initially received on 24-mar-2025: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not led to choking or anything no...has not caused anything to happen [no adverse event]. Toothbrush head will not stay on the toothbrush...comes off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b crossaction toothbrush head would not stay on the oral-b pro 3 toothbrush. It came off midway through using. This did not lead to him choking and did not cause anything to happen to him. No injury was reported. On 24-mar-2025, case update: the suspect product lot was 3da24811250. No injury was reported.